Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
The frx defibrillator (serial number (B)(6)) was returned to philips for additional analysis. Additional details confirm that this was an r92 rdq failure. Based on the information available, the cause of the reported problem was the r92 rdq failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was advised their device was out of warranty and cannot be repaired, so to remove the malfunctioning device from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.